Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. During explant of this rv lead, it broke so it has been surgically abandoned. All pieces were retrieved. Evidence suggests that there was no replacement placed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.